Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2366-50, serial#: (B)(4), description: linear 3-6 lead, 50 cm.

Event description:
A report was received that the patient was experiencing tightness in the lead site. The patient underwent a revision where ipg was repositioned to have space for the lead. The patient was doing well post operatively.